Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23oct2020.

Event description:
It was reported to philips that the touchscreen was not working. The device was not in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed stated tech support had already been called and a new touchscreen was ordered. The biomed stated the touchscreen assembly was replaced, which resolved the reported issue.